Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - three inappropriate shocks due to noise seen on the rv and far field channels was noted. Noise was reproduced when the patient held their arm up. Also, an increased shock impedance of >3000 ohm was seen. An x-ray was taken and a slight bend in the lead was found. The lead has been explanted and returned for analysis.

Manufacturer narrative:
In the returned state, the lead was cut into pieces 25 cm distal of the is-1 connector pin. Only the proximal fragment was available for analysis. The analysis showed multiple signs of abrasion along the lead fragment. In particular 9 cm distal of the is-1connector pin, the rope conductor to the ring electrode showed a conductor fracture. This damage manifestation is with high probability the cause of the clinical observation. The position and kind of the damages are characteristic for massive mechanical stress on the lead due to strong tensile forces, as well as pressure onto the ICD housing with simultaneous friction against it. The bent lead body 10 cm to 24 cm distal of the is-1 connector pin also speaks for an unfavorable position of the lead around the ICD housing in the implanted state. The cuts in the insulation are a result of the explantation process. There were no indications of material defects or manufacturing errors.